Manufacturer narrative:
(B)(4). Additional device info: information is unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that the patient underwent a laparoscopic vertical sleeve gastrectomy and esophagogastroduodenoscopy on (B)(6), 2013. The patient suffered from serious post-surgical complications; however, no specifics are provided. According to the document, an incomplete staple line formation occurred.

Manufacturer narrative:
(B)(4).